Event description:
Patient called alleging that the meter displays the battery symbol. Patient has replaced the batteries and meter still shows the battery symbol. Patient did not experience any symptoms. Patient took the regular dose of medications. Patient did not seek medical attention or called the md. Customer service was unable to resolve the issue and sent patient a new meter.